Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific received information that oversensing was observed on the right atrial lead. Noise was observed on the right ventricular lead. Noise on the ra was being oversensed on the rv. The rv sensing was programmed to 4.0mv. Further review determined that the noise appeared mechanical in nature, suspecting lead on lead interaction. The patient was to be seen again the following month. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.